Event description:
It was reported by the technical support that the patient¿s implantable cardiac monitor (icm) exhibited diagnostics anomaly. No intervention performed was reported. No patient consequences were reported.